Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient has been undergoing radiation treatment for unrelated event. A device software download was performed. The patient would continue to be monitored.